Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It has been reported that one bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) was found experiencing difficulty disengaging the safety mechanism during use. The following has been provided by the initial reporter: material no: 383516 batch no: 9092784. It was reported that the needle would not disengage from the IV catheter after insertion into the patient¿s vein. Event description per attached global complaint form states, "customer states needle backed out/retracted upon placement." Follow up email from customer states, "the needle did not retract prematurely. It would not disengage from the IV catheter after insertion into the patient¿s vein."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) was found experiencing difficulty disengaging the safety mechanism during use. The following has been provided by the initial reporter: material no: 383516, batch no: 9092784. It was reported that the needle would not disengage from the IV catheter after insertion into the patient¿s vein. Event description per attached global complaint form states, "customer states needle backed out/retracted upon placement." Follow up email from customer states, "the needle did not retract prematurely. It would not disengage from the IV catheter after insertion into the patient¿s vein."